Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer is using "fiast" insulin. The customer changed pump supplies to address the occlusions. Tandem technical support educated customer regarding insulin labeling. In addition, it was reported that the pump was not logging data despite being in use. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.